Manufacturer narrative:
D9: update date device returned to manufacturer. H6: code c19 - a review of the manufacturing records for this device verified the lot met all pre-release specifications. Code d15 and d12 - engineering evaluation: the device evaluation showed the following: the partially constrained gore® tag® conformable thoracic stent graft (ctag) device was returned for evaluation. The distal deployment line successfully deployed. The proximal deployment line was identified to be broken at the deployment loop and the device remained constrained at the proximal end. The observations of the device evaluation support the physician¿s report of the device not expanding at the proximal end following deployment. Deployment not completing is likely due to the proximal deployment line breaking. The deployment line appears to have broken within the deployment loop at the 6th double stitch weaving location. The cause of the proximal deployment line breaking could not be confirmed with the currently available information. Per the manufacturing product history review (phr) the device met all pre-release specifications, and at the time of manufacturing there were no ncrs related to this event. Based on this investigation, there is potential for the failure mode to be attributable to the manufacturing process however a manufacturing deficiency cannot be confirmed. Per md145952 rev. 28, a CAPA request is not required. Events will continue to be monitored per md24024. Imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: the pre procedure CT scan from (B)(6) 2024 showed no ulcerated segment in the descending aorta. Interprocedural imaging from (B)(6) 2024 showed successful deployment of the initial ctag device with no ulcerated segment distal of device. Post procedural CT scan from (B)(6) 2025 shows an ulcerated segment of the descending aorta approximately 1 cm distal of the ctag device. Interprocedural imaging from (B)(6) 2025 shows the attempted deployment of a second ctag device. The proximal edge of the second ctag device did not expand while the distal edge of the device did expand. The physician created holes within the second ctag device to restore blood flow to the distal descending aorta. Follow up imaging from the same date showed the unexpanded device removed and another ctag successfully deployed. The conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) states the following: "complications associated with the use of conformable gore® tag® thoracic endoprosthesis instructions may include but are not limited to: access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty).

Event description:
The following information was reported to gore: a patient underwent tevar surgery for type b aortic dissection. On (B)(6) 2024, a conformable gore® tag® thoracic endoprosthesis (ctag device) (tgu343415, lot 29192278) was deployed along the end of left common carotid artery, and left subclavian artery (lsa) was embolized with a coil, followed by lsa bypass. During recent follow-up (unknown date), it was found that there was an ulcer about 1cm below the lower edge of the previously placed ctag device. Therefore, the patient was to be implanted with a 34 mm x 15 cm ctag device (tgu343415, lot 29451860) in the descending thoracic aorta with tevar procedure on (B)(6) 2025. After delivering the ctag device to target lesion at descending thoracic aorta, the device was deployed. The physician found that the deployment line was easily pulled out from the delivery system without effort when deploying, and there was no difficulty nor using force in pulling the deployment line. But the device was not expanded as expected when pulling deployment line, the distal part of the device was expanded eventually while the proximal part was still constrained in the sleeve with a completely undeployed state. The physician tried endovascular techniques and applied fenestration techniques to create holes in the middle section of the ctag device, in order to ensure the restoration of distal blood supply to the patient and avoid ischemia of distal organs and lower limbs. Surgery was performed to remove the partial deployed ctag device finally. Another ctag device (tgu343420) was implanted to the target lesion at descending thoracic aorta successfully. The patient tolerated the procedure and was transferred to ICU after the procedure. Patient's outcome was stable currently and was under ICU care.

Manufacturer narrative:
A4: patient weight is not available. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.